Event description:
The reporter indicated that while doing a routing f/u the telemetry reported an unusually low cell voltage upon final itp (inquire, telemetry, and print). The programmer being used was a model 522-12.